Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the adc sensor could not be applied due to the sensor remaining ¿stuck to the device after being pushed out by the spring¿. As a result, the customer was unable to obtain readings and required treatment with insulin, glucagon, or other medication provided by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor and not issue was observed. Visual inspection performed on the returned applicator and cap; no issues were observed. Applicator had been fired correctly, and the sensor cap was retained within the applicator cap. Puck carrier is locked in place. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported that the adc sensor could not be applied due to the sensor remaining ¿stuck to the device after being pushed out by the spring¿. As a result, the customer was unable to obtain readings and required treatment with insulin, glucagon, or other medication provided by third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.